Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned for recertification. There was no allegation of patient harm. The device was not in patient use. During the evaluation, the device failed the ac power source (120 vac) test. The device will be recalibrated at retest due to the failed test and is awaiting retest. The evaluation does not highlight a specific component of the device to address the failed test step. Additionally, the service technician noted that the o-ring is damaged, the handle is damaged, the feet are damaged, and the cable clamp is damaged; all of which were replaced to address the issues. The device also failed the detachable li-ion battery power source test, but there is no confirmation that this failed test affects the functionality of the internal battery. If additional information is provided about the device retest, a follow-up report will be submitted.